Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the blade got stuck on the lesion. The target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery. A 10/3.00 flextome cutting balloon was used to dilate the lesion. During the procedure, it was noted that the tip of the device could advance to ostial of circumflex artery and the blade part was stuck. The procedure was completed with a non bsc device. No further patient complications were reported and the patient's condition was good.